Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male patient's son contacted zoll to report that the patient received a treatment on (B)(6) 2014. Review of the treatment revealed an inappropriate defibrillation event. Atrial fibrillation contributed to the false detection. The patient was reportedly conscious, was bent down to tie his shoe, heard the alarms, but could not reach the response buttons in time. The patient also reportedly felt the shock and may have passed out at the time. Review of the patient's downloaded data reveals that the patient pressed the response buttons after the event. The patient was taken to the hospital.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient remained was taken to the hospital. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Monitor (B)(4): (B)(6) 2013. Electrode belt (B)(4): (B)(6) 2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.